Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding an implantable neurostimulator (ins). It was reported that contact one had an impedance of greater than 10,000 ohms. Contact one wasn't being used in the patient's main program but it was in a program that was not being used. The representative removed contact one from all programs and the patient was receiving good therapy. No symptoms or further complications reported.